Event description:
Boston scientific received information that during the implant procedure, the whisper view guide wire was used to successfully position the left ventricular (lv) lead. Fluoroscopy noted something in the right atrium. Once, the guide wire had been removed it was realized that the cover of the guide wire was what was noted on fluoroscopy. As the cover of the guide wire could not be removed, it moved into the inferior vena cava. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.